Event description:
It was alleged that the blade fell into pieces inside pt's shoulder. There was a delay of 30 minutes. The unit was evaluated and the report was sent to the customer. The pieces of the blade were retrieved with no injury to the pt.